Manufacturer narrative:
A review of the sample data provided by the customer was conducted. The data suggests that the two discrepant results are consistent with very little or no sample being injected for analysis. If the sample cup had bubbles on the surface, this could cause the sample probe to level sense on the bubbles. This can, therefore, result in very little or no sample being injected for analysis. The field service engineer also performed a precision run of the system. The results were acceptable. The customer opines that the issue was caused by bubbles in the sample. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.

Event description:
International customer reported that erroneously low glucose results were generated by the unicel dxc 800 synchron system. The customer retested the two samples on a different system and obtained results within expectation. The initial results were not reported out of the lab and accordingly, there was no change to the pts' treatment or care. Quality controls prior to and after the event were within lab specs.